Event description:
It was reported that the patient was admitted to the hospital for sustained ventricular arrhythmia which needed external cardioversion or defibrillation after the implantable cardioverter defibrillator provided inadequate high voltage output. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.